Manufacturer narrative:
Implant region 36 fractured. Construction was a single crown on the implant. Patient suffered from peri-implantitis following bone loss and implant instability. Material analysis concluded inhomogenous mechanical overloading of the implant.

Event description:
Implant fracture,

Event description:
Implant fracture.